Event description:
The complaint was reported as: the customer alleges that when the therapist was giving a breathing treatment to the pt, the pipe of the device flew out of pt's hand. No report of a pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number was not provided, therefore it is not possible to determine in which conditions this material was manufactured. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However, current production was verified to identify any issue that can lead to the reported defect and no issues were found.